Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer received safety notification if the clear plastic ring was loose, damage or broken but if its intact and no signs of any damage. The device will not be returned for analysis.